Manufacturer narrative:
The investigation determined that higher than expected vitros amon results were obtained from vitros control fluids and non-vitros control fluids processed on a vitros 5600 integrated system. The assignable cause of the higher than expected vitros amon results is user error due to the use of ammonia based cleaners near the system which resulted in incubator contamination. Per the vitros 5600 integrated system operator's manual, "cleaning solutions: do not use any solvents or cleaning solutions on the equipment other than distilled or deionized water. Never use ammonia cleaners on or near the analyzer." An ortho field engineer (fe) performed an incubator decontamination procedure, including cleaning/replacing the incubator evaporation caps and slots, to return the instrument to expected operation. Following this activity, acceptable vitros amon performance was observed.

Event description:
A customer obtained higher than expected vitros amon results from vitros quality control and non-vitros quality control fluids using two different vitros amon reagent lots on a vitros 5600 integrated system. Amon reagent lot 1017-0247-3449. Vitros liquid performance verifer I lot y5362: vitros amon results 91 and 106 umol/l versus expected 44.7 umol/l. Biorad lot 54181: vitros amon result 171.4 umol/l versus expected 25.1 umol/l. Biorad lot 54183: vitros amon result 388.2 umol/l versus expected 233.0 umol/l. Amon reagent lot 1017-0247-4072. Vitros liquid performance verifer I lot y5362: vitros amon results 123.3, 122.1, 119.7 and 119.3 umol/l versus expected 44.7 umol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected vitros amon results were obtained when processing quality control fluids. No patient results were affected. However, the investigation cannot conclude that patient sample results would not be affected if the event were to recur undetected. (B)(4).